Manufacturer narrative:
It was reported that in a robotic case with stryker suction/irrigator in use, the provider placed handle on bottom of bed for future use. The doctor noted that smoke was coming from irrigator. At the mention of smoke, the crna stopped the flow of o2 to the patient. Device was removed from bed and had to cut the wire from the batteries. It was noted the battery chamber was running (like it was stuck on) without the irrigator being used. The irrigator stopped smoking at that point and no further issues with it noted. There had been a different irrigator in use prior that was dropped on floor and irrigator after that had no issues. The patient was checked and there were no burns or discoloration noted on drapes. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Defective irrigator was smoking.